Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the camera and the light source were turned off simultaneously during laparoscopic surgery. The camera came back on after about 20 seconds. The light source had to be restarted. After this, the devices work normally. The procedure was completed successfully with a prolongation of less than 15 minutes. There was no injury to the patient, user or third. No negative impact in state of health reported.

Manufacturer narrative:
Correcting suspected medical device in section d article: tc304 , serial#: (B)(6) and sectiion d10 concomitant medical tc201 serial#: (B)(6). Device evaluation: the involved products were returned and investigated. During the investigation it was determined that the issue leading to the reported event is not related to the device tc201 - image1 s connect ii as initially suspected. It was determined that it is related to the device tc304 - image1 s 4u-link. Therefore, the leading product was changed accordingly to device tc304 and device tc201 is considered as an involved/ concomitant product. During testing of the returned products (tc304, tc201, tl300) an image loss could be provoked in use with a test camera head (th120) by switching off the light source when moving the link cable connector (connection tc304, tc201 / camera signal) on the tc304 side. This malfunction is caused by a dirty link connection socket on the tc304. If the system is activated and the transmission of the image is interrupted, the light source connected to the imaging devices via scb is switched off. This could potentially be the appearance as described by the customer. The customer did not send the camera head in for examination. If the camera head breaks the connection, this would also result in a loss of image and the light source being switched off. At the camera socket of the tc304, it can be seen that liquid has penetrated and left traces on the motherboard. In liquid state, this may affect the image transmission and may also lead to failures. It can also be seen that the liquid has entered the back, the front panel and the bottom of the case. Based on the findings from testing and investigation, it is concluded that the most probable root cause is related to the signs of fluid ingress and residues/ dirt found on device tc304. This is a customer related issue. The event is filed under internal karl storz complaint ID: (B)(4).